Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficult or delayed activation-waist (balloon expansion) cannot be determined. It is possible that non-uniformal stent expansion due to the moderately calcified and moderately tortuous anatomy resulted in the reported difficulties however this cannot be confirmed. The reported difficulties possibly caused/contributed to the reported patient effect; however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous first obtuse marginal artery. The 2.75x28mm xience sierra was deployed; however, the distal portion of the stent over expanded and the mid portion of the stent did not expand optimally. A 3x12mm non-compliant balloon was used to optimize the mid the portion of the stent, but a perforation was observed at the mid and distal part of the stent. A 2.5x12mm balloon was used to seal the perforation. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.